Event description:
At 7am the customer's spouse took them to the doctor because they were not feeling well. They were confused and weak. The customer had received blood glucose results of 565mg/dl and "hi" in the last few days and the doctor had increased diabetic medication. The customer was in the hospital at the time of the call. No controls were in use and the device was coded wrong. A request was made for the return of the suspect device and replacement product was sent.